Manufacturer narrative:
(B)(4). The reported description notes that the monitor rebooted without an acoustical alarm to alert the user. No pt harm has been alleged. Pt harm is possible should the user not be aware of the monitor reboot as it was reported that the audible alarm self test did not occur. Rebooting of the monitor should be obvious to the user- as the monitor's display screen will be blank or will record system errors. In this case, it was reported that there were two system errors recorded. Per our labeling, instructions for use, part number (B)(4), describes personal surveillance; the clinician will observe a device failure during close observation. Once the display is noted to be blank, the clinician would implement alternative methods of monitoring the pt. If the failure of the bedside monitor is related to a loss of power/function of the monitor, and when the system/display is connected to a central station, an audible and visual inop "no data from bed" message will be displayed at the central. Reboot itself is not a health risk since the interruption to normal monitoring is very limited in time. Root cause - unk. The monitor's mainboard was exchanged by a philips service technician. Following product testing, the cited monitor was returned back to the customer. The bedside monitor was delivered to the customer in (B)(6) 2007. There has been no additional similar subsequent reports regarding the cited monitor. Device labeling adequately describes personal surveillance of the monitor and actions to takes in the event of loss of the monitor's power/function. No additional trending data was found in our complaint database query to identify any similar reports. Additionally, the available info from this report does not support that this failure represents a systemic, design, or labeling problem.

Event description:
The reported description notes that the monitor rebooted without an acoustical alarm to alert the user. No pt harm has been reported.